Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The reported issue of check supply line alarm was confirmed and determined to be caused by the use error of patient connection during prime. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has received similar reports for the reported problem. Additional investigation for check supply line alarms is being conducted through CAPA number (B)(4).

Manufacturer narrative:
(B)(4). The initially reported check supply line alarm was unrelated to the reportable event of re-using disposable supplies. Updated engineering summary: this complaint was confirmed due to the use error of reusing the disposable set during therapy; however, a cause was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
During troubleshooting of a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during therapy (addressed in report number 1423500-2011-11426), the home patient (hp) reportedly tried to prime again while connected using the same supplies, and the hc alarmed with a check supply line mssage. The technical service representative (tsr) explained proper procedures and advised to notify the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was revealed that the issue was resolved. No patient injury or medical intervention was reported.